Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before the voluntary recall of this device in april 2000. The lens underwent a modified (buffered tumbling) process during its manufacture. For those lenses there have been isolated reports of a biofilm developing. Internal control number: (B)(4).

Event description:
A consumer has reported that a memory lens u940a iol implanted in her left eye on (B)(6) 2000 has since become cloudy. The surgeon's report states that lens diagnosed as opacified with iol anterior surface having indentations/scuffed with increased glare on (B)(6) 2004. At visit, visual acuity os reported as 20/30, prognosis fair and increased glare with no improvement in bcva. Needs iol exchanged. Anterior slipping/subluxation of os capsule. Slightly decentered os. Corneal status immediately post-op: 1+ guttattae. Next scheduled visit (B)(6) 2004. No further information is available at the time of this report.